Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic rectum resection procedure, the stapler partially cut. The knife did not cut with 360 degrees. Therefore the proper donut did not occur and full cutting did not occur. The anvil fall into the cavity of the patient (intestine) and it was retrieved by colonoscopy. The surgery extended by more than 30 minutes. A surgical intervention was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic rectum resection procedure, the stapler partially cut. The knife did not cut with 360 degrees. Therefore the proper donut did not occur and full cutting did not occur. The anvil fall into the cavity of the patient (intestine) and it was retrieved by colonoscopy. The surgery extended by more than 30 minutes. A surgical intervention was needed.